Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient needed assistance with increasing their stimulation. The stimulation was successfully increased to 2.2 volts (v) and they could feel the stimulation upon increasing. They mentioned that it felt a little hot back there. They clarified and said that it heated up for a minute and was a little weird feeling, but it felt ok afterwards. They were comfortable at 2.2 v and left it there. They also asked about battery replacements for their implant. The patient mentioned that they were mentally disabled and their caretaker would report back if they needed further help. It was noted that the patient did not have a healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the skin, where the implant was, heated up.